Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from four (4) different patients that were generated by the access 2 instrument.the customer indicated that the elevated accu tnl results were obtained within an approximately 3 month time period. The accu tnl results were: 0.76ng/ml, 0.12ng/ml, 0.59ng/ml, and 1.19ng/ml for patients a to d respectively. The accu tnl results were not reported out of the lab. The customer indicated that their instruments is programmed to reflex accu tnl results in the risk stratification range. The patients (a to d) samples were re-tested as a result of the reflex. The accu tnl refex results were: 0.01ng/ml, 0.57ng/ml, 0.02ng/ml, 0.04ng/ml for patients a to d respectively. After obtaining the elevated reflex result from patient b, the customer re-tested the patient b sample; the result was 0.18ng/ml. No additional event information was provided by the customer.the customer indicated that there was no change in patient treatment that can be attributed to or connected with this event.